Event description:
Had a si joint fusion by dr (B)(6) on (B)(6) 2018 at (B)(6) hospital, in (B)(6). To close the wound the surgeon used sutures and a surgical glue called mastisol. Within one day I noticed itching at the site. On day 3 the itching and pain became more intense and just assumed it was part of the healing process. By day 5 the itching was unbearable and the wound started to ooze yellow/bloody fluid. I saw my surgeon on day 7 and when they removed the surgical bandage, the wound had pulled apart due to the swelling and blistering caused by mastisol. They took pictures of the wound and told me to leave it open to air as much as possible to help the wound dry out. I had a home health nurse come and re-dress the area the next day and left me with a supply of dry dressings to apply to the wound as needed. I still have a 4 x 4 inch scar over the surgical area where the mastisol burned my skin. This is a horrible product and should be looked at closely for continued use. The problem stopped after the person reduced the dose or stopped taking or using the product. Reason for use: close a surgical wound. Dates of use: (B)(6) 2018.